Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was a cholangiogram performed during the procedure? Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? What form did the clip have ? Open gap, scissored ?straight legs? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure while firing, the jaws were not approximating properly so the clips are falling down inside the field.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: was a cholangiogram performed during the procedure? Cholangiogram was not performed during the procedure. Which firing of the device did this event occur on? Right from the 1st firing. What vessel or structure was the device fired on at the time of the event? Cystic vessel. Was the clip fully advanced into the jaws prior to firing? Yes the clips were advanced. Because the jaws were not properly aligning the clips started falling one by one during firing and the clips were taken out from the patient and the lt 300 clips were used with a 10 mm clip applicator. What form did the clip have ? Open gap, scissored ?straight legs? Not known. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were the jaws damaged? Did they not close or open properly? Yes. Were any unexpected noises heard? If so, when? Not known. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the el5ml found that the device was received with the jaws in their closed position. Upon evaluation, it was noted that the jaw was broken at the bifurcation and evidence of corrosion was found throughout the broken area. No further testing could be performed due to returned condition of the device. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. The batch record was reviewed and no anomalies were noted during the manufacturing process.